Manufacturer narrative:
It was reported that the unit remained on when the user left it unattended for several days. Our testing revealed no evidence of a defect in the performance of the switch and we were unable to duplicate the event. The switch appeared to have been folded inside the unit while it was on, however, discussion with the user indicated that she may have folded the unit in such a way that the switch was depressed, and that she failed to unplug the unit when not in use as recommended in our instructions. We concluded that there was no product defect, and that this event was attributable to misuse of the product on the part of the consumer.

Event description:
It was reported that the unit remained on when the user left it unattended for several days.